Manufacturer narrative:
Additional information: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device's bladder suggesting a possible underinfusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not drain completely even after more than 53 hours. The issue was noticed after patient infusion via a peripherally inserted central catheter (PICC). The device was filled with 110 ml of 5-fluorouracil solution and the expected infusion time was 44 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.